Event description:
The pt presented with fever, fatigue/malaise, and elevated white blood cell count. The pt had a chronic defibrillator implanted for sudden death. The pt had failed antibiotic therapy and was referred for system extraction. A defibrillator, two defibrillator leads and a defibrillator patch were explanted. Both left subclavian vein and right femoral vein were used as routes to remove the leads. Devices used included a 16f laser sheath, a femoral work station, a basket retriever, a tip deflecting wire guide, a loop wire snare, a goose neck snare, a left coronary catheter, and a multipurpose catheter. The next day, the pt went to another hospital for IV antibiotics and collapsed in admitting office. Pt had sinus rhythm, no pulse, no infusion on echo. A pulmonary embolism was found post mortem.